Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. Following predilatation with a 2.5x20mm maverick balloon catheter, a 3.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion secondary to severe calcification of the vessel. Redilation was performed several times and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device valuated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the hypotube was slightly kinked 6cm from the strain relief. An examination of the crimped stent found that the stent was damaged at the proximal side. The 8 most proximal rows had been stretched proximally beyond the proximal markerband, with various struts lifted and misaligned particularly towards the proximal end of the stent. It appears the balloon has been subjected to a minor positive pressure, resulting in a slight flaring of the stent. Subsequently a restriction may have been met during advancement catching the flared end of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).